Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 282 mg/dl - 400 mg/dl, and a stomach ache. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Subsequently, the customer went to urgent care. Tandem technical support made multiple attempts to follow up with the customer, however, no response received.